Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the 1st device they had "killed after 2 months". Patient said their "body killed the battery". Patient said the whole device was replaced because the lead had "come off" the machine. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services. No symptoms reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.